Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a female patient, the device's pacer output reset to zero. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.